Event description:
Caller states, patient tested 5.5 inr on the coaguchek xs system; a nurse was immediately contacted, and the patient tested 2.6 inr on the nurse's non-roche system. An ambulance was called because the patient had a large hematoma on the back of his leg. He was taken to the emergency room (ER) where a comparison lab returned as 2.4 inr. The patient received no medical treatment and was just kept in the ER overnight for observation. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.